Event description:
During t2 scn surgery, miss targeting of screw occurred. After the second attempt the screw was inserted into the hole of the nail without problem.

Manufacturer narrative:
Device will not be returned.